Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported during extracorporeal membrane oxygenation (ECMO) support for this patient, the novalung console showed error 211 whereas blood flow measurement was not possible. The flow sensor was exchanged with a new flow sensor that did not resolve the issue. The provider then used a separate flow measurement device (brand and model not reported) and continued support until the patient died of causes that were determined to be unrelated to this complaint or ECMO support. It was also stated the console displayed an incorrect time and date during support which was resolved with a restart of the console following this event. The patient did not incur serious injury or blood loss as a result of this event. Upon review of the provided photographic evidence of alarms, it was discovered failure code 206 presented one time during ECMO support along with error codes 110, 21a, 214 and 216. The sample device was reported as available for product evaluation.

Event description:
It was reported during extracorporeal membrane oxygenation (ECMO) support for this patient, the novalung console showed error 211 whereas blood flow measurement was not possible. The flow sensor was exchanged with a new flow sensor that did not resolve the issue. The provider then used a separate flow measurement device (brand and model not reported) and continued support until the patient died of causes that were determined to be unrelated to this complaint or ECMO support. It was also stated the console displayed an incorrect time and date during support which was resolved with a restart of the console following this event. The patient did not incur serious injury or blood loss as a result of this event. Upon review of the provided photographic evidence of alarms, it was discovered failure code 206 presented one time during ECMO support along with error codes 110, 21a, 214 and 216. Upon follow-up, it was discovered failure code 206 was not involved with the CAPA and therefore, not a reportable event.

Manufacturer narrative:
Additional information: b5, h10 additional information: based on the new information, this event does not meet the criteria for a reportable event. The occurrence of failure code 206 can occur if the signal of the flow sensor is too weak or not present at all, which can be due to a disconnection of the flow sensor or a defective flow sensor. In this event, the occurence of failure code 206 was not the result of a reportable malfunction.